Event description:
The advocate stated that his son's elite meter had been reading low. As a result of the low readings, they did not give him any medication, and he had to be hospitalized with diabetic ketoacidosis. While in the hospital, the customer's doctor gave him a new freestyle meter. Comparison tests were performed using the freestyle and elite meters. The freestyle read 480 mg/dl, while the elite read 59 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The advocate did not provide any more information about his son's hospitalization. The test strips and meter are to be returned for evaluation.